Manufacturer narrative:
Corrected information was provided in a.2., a.2a., a.2b., b.3., b.5., b.6., d.6a., e.1. And d.6b. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that there was uncorrected visual acuity decreased due to iol power misalignment. The lens was exchanged with company lens with same model but different toric value and different diopter value.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Intraocular lens (iol) returned wrapped in surgical gauze in a pouch. Solution is dried on the iol. Both haptics are scratched/marked-rejectable. The optic is torn/split-cut dividing the iol in three and scratched/marked-rejectable. Two pieces of the optic are adhered to each other with solution. Additional information: the reporter stated the company 10.0 d iol was replaced with a company 11.0 d iol. The root cause for the reported complaint could not be determined. The exchange from a company 10.0 d iol to a company 11.0 d iol, may suggest that the replacement lens was an improved choice for the patient's vision needs based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported following cataract intraocular lens (iol) implant procedure, iol degree misalignment was suspected. The lens was exchanged for an unknown lens after the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).